Manufacturer narrative:
Final device analysis of the returned pump and catheter segments revealed no anomaly found; normal device function.

Event description:
It was reported that the patient experienced nightmares. The event was attributed to the pump and catheter. The device system was explanted. The patient outcome was no injury. The pump was used to deliver lioresal.